Event description:
Pt passed out, received external shock for cardiac arrest. ICD did not record the episode. Additional information indicates the patient later died. There is no allegation the death was device related.

Event description:
Pt passed out, received external shock for cardiac arrest. ICD did not record the episode.